Event description:
A pt called lfs in 2002 alleging that their one touch profile meter was reading inaccurately erratic. A customer was feeling symptoms of high blood sugar and sleepy. The readings of 17 and 319 are documented. Time difference is unk. The readings of 210 on the meter is compared to the hospital reading of 219 (time difference unk). A customer based insulin on the readings. Customer was cleaning the meter incorrectly. Unable to contact the customer to obtain more info. Attempted twice. No answer. Also sending letter.